Event description:
The facility's biomedical engineering department reported an infusion pump that "powered off" during pt use. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, or medication involved.